Event description:
A female underwent endovascular therapy in 2005. The physician placed one main body and two iliac leg grafts. Over time a limb separated, creating a type iii endoleak. In 2009, the physician then placed a flex leg graft to extend the seal down into the pt's left external iliac. Pt is doing well.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design equipments and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding component separation the IFU addresses this in different ways which, if properly followed, could prevent this failure mode from occurring; the IFU stresses the importance of routine pt monitoring so that changes in the structure, should they occur can be handled appropriately. The IFU recommends, on the contralateral side, to overlap the proximal stent of the leg graft 1 full stent and a maximum of 1.5 stents. The IFU recommends, on the ipsilateral side, to overlap the proximal stent of the leg graft 1 full stent a maximum of 3 stents. The device remains implanted and although no films were provided, a cook sales representative spoke with the using physician of this procedure. Due to their correspondence and the testimony from the sales representative, the complaint is considered confirmed at this time as it appears their was a limb separation. As seen in the event description, the time between the initial implant and the additional graft was over 3 years. It is unk now often the pt was monitored during this time frame. Correspondence from the sales representative in the case file indicates the original procedure, performed in 2005, was performed off label as a cook main body extension stent graft was used in the left common iliac. The separation occurred between the main body extension and the iliac leg graft. We are unable to determine with certainty why the separation occurred. However, we have notified the appropriate individuals and we will continue to monitor for similar events.